Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the acceptance inspection for delivery, the error e103 which indicated that the subject device was broken down was occurred. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since it occurred in the inspection at the time of delivery, it is not caused by the user. Therefore, it is presumed that the cause is that the device in the converter unit has broken down due to an impact such as shaking during transportation, causing a malfunction phenomenon. If additional information becomes available, this report will be supplemented.